Manufacturer narrative:
Correction regarding (B)(4) - wrong MDR no. 9611500-2024-00537 - new MDR-no. 9611500-2025-00048: with this MDR we want to correct an issue regarding (B)(4) by providing a combined report with MDR-no. 9611500-2025-00048 covering both, the initial MDR and the final MDR. The initial MDR was provided on the 2024-12-05 but not acknowledged by the FDA due to duplicate of MDR no. 9611500-2024-00537. The final MDR as provided on the 2025-01-22 was then automatically incorrectly linked to a MDR no. 9611500-2024-00537 which covers another complaint (B)(4). This final MDR with the MDR no. 9611500-2024-00537 can therefore be considered as obsolete. - investigation results: the affected device was examined on site by dräger service and the service report and log file were made available for further investigation at the manufacturer¿s site. The log file showed that the ventilator had performed a single restart on the day of event. However, no device malfunction was identified and there was no indication of a permanent technical deviation found in the log file. Therefore, a definite root cause could not be determined. The hard disk of the device and the oxygen sensor (pato) were replaced by dräger service as a precautionary measure; the device was then checked in accordance with the manufacturer¿s specification without any deviations. As a safety feature of the system, the safety software analyzes and verifies the proper functioning of the device. If the safety software detects a deviation within the device, a restart of the ventilator is triggered with an accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During this time, the emergency-breathing valve remains open to ambient allowing the patient to breathe spontaneously. After a successful restart, the ventilation is automatically resumed and continued with the current settings. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device switched off completely during use on a covid patient and then switched on again. The ventilation mode remained unchanged. No patient health consequences were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.